Manufacturer narrative:
(B)(4). Concomitant medical products: item# us157854-01 m2a-magnum pf cup 54odx48id lot# 590510. Item# 139254 m2a-magnum 42-50mm tpr insrt-3 lot# 630770. Item# x21-182314 ha bimetric.x por nc lat 14mm lot# 067900. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left total hip arthroplasty. Patient underwent revision approximately 9 years post implantation due to swelling, pain, elevated metal ions, limited mobility, and altr. During the procedure, brown staining of the soft tissues of the peritrochanteric space and findings consistent with metal on metal hypersensitivity were noted. The gluteus medius tendon had also become atrophic in the areas of the trochanter. The hip abductors were atrophied. The head and taper were revised and a poly bearing was implanted. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the head is assembled with a taper adapter upon receipt. The head is etched 48 on the rim. The adapter is etched with -3. Both the adapter and head are covered in a dried yellowish liquid. They both have blue markings. Tool marks were observed on the outer radius of the head. Scratching was found on the exposed face of the adapter. The additional information does not change the outcome of the previous investigation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of op notes which indicated patient was revised due to metal hypersensitivity. Brown staining of the soft tissue was identified in the peritrochanteric space. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.